Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the ECG is faulty. There was no patient involvement. The device is evaluated at customer site by philips asp. Based on the results of the analysis, the product malfunction was unable to be confirmed. After inserting the ECG lead tightly and restarting, the device is back to working condition as per manufacturer's specifications.